Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed the test. The unit was received with cracked case at display window corners and scratched lcld window.

Event description:
It was reported that the customer had a motor error alarm on his insulin pump. The customer's blood glucose level was 109 mg/dl. Customer stated that the bolus delivery did not complete. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.